Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic lobectomy, when the surgeon squeezed the handle, some crack sound took place from the shaft of the handle in second squeezing sequence and felt that the I-beam did not move forward normally in the third squeezing sequence and squeezing movement was quite weird. When the blade was retracted, it was found that the bronchus was stapled and divided only half. So the surgeon ordered to replaced the handle and reload, however, when the surgeon put the reload on the uncut bronchus, the same thing happened. It was also noted that a component of the handles broke off. So a third handle and third reload were used which fired normally and divided the target normally without any crack from the handle. There was no patient injury.